Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Clear passage testing and clamp function testing were performed without any issues noted. Visual inspection and leak testing revealed that there was a cut/hole in the tubing. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a uv-flash solution transfer set was cracked. This was noted during connection using a clean flash. There was no patient injury or medical intervention reported. No additional information is available.